Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia which may have stemmed from the patient also having ischemic colitis. The patient's blood glucose levels reached over 300 mg/dl while wearing the pod longer than 48 hours on the leg. The patient administered a bolus. The patient was at a restaurant when she experienced stomach pain, vomiting, and loss of consciousness. The patient was taken to the hospital by ambulance. The patient was diagnosed with dyspepsia and syncope-vasovagal. She was given pain medication (morphine) and something for nausea (zofran), but she does not know any details of the dosages. She was also given something else, but she could not remember specifically what it was called.